Manufacturer narrative:
(B)(4): the device was not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2015, intra-op, the surgeon experienced an unusual difficulty in placing a set screw. It was a simple reduction using the beal reducer where the set screw simply would not engage into the tulip. Everything was fine when new pedicle screw and set screw were used. After the case careful observation revealed that, irregularity on the starting point of the external helical thread may have prevented it from grabbing the internal thread of the pedicle screw tulip. The product came in contact with the patient. No patient complications were reported.